Manufacturer narrative:
Analysis of the returned device identified: broken shell, crease fold, white calcification in the shell (approx. 80%) and red biological tissue in the shell. A leak test and microscopic analysis was performed which identified: striated broken and missing shell (0-25%). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated break assessed as a surgical damage consist in the use of some surgical tool, and missing shell assessed as an inconclusive.

Event description:
Healthcare professional reported a right side implant exchange from texture to smooth, implant malposition, and "contracture" baker grade unknown. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were removal of textured implant for smooth implant, capsular contracture, bake grade unknown, and malposition.

Event description:
Healthcare professional reported a right side implant exchange from texture to smooth, implant malposition, and "contracture" baker grade unknown. Device was explanted.